Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Updated information received via surgical case records. Ultrasound report indicates no findings of deep vein thrombosis of the left leg following surgery. Radiograph report indicates that implants were found intact and demonstrating satisfactory alignment and there was no sign of displaced fractures. Status post left knee arthroplasty was reported without radiographic evidence for acute complication. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combinations of the related components. This device is used for treatment. Primary operative notes indicate that the patient had multiple allergies (including an allergy to the bone cement) and required a press-fit knee. No indications were given to suggest a nickel allergy. It was noted that the surgeon debrided the patella and cauterized around the rim to decrease innervation but did not resurface the patella for a patella implant. Full flexion and extension were noted with the final implants. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Updated information based on returned product and revision notes. Dimensional evaluation of the articular showed that the device was within specification where measured. Visual inspection of the femoral component showed that there was bone ingrowth on the device. The tibial plate showed extraction gouges, bone ingrowth on both the medial and lateral side of the device. There were saw marks on the device and one of the pegs has been removed and not returned. Notes confirm the patient underwent a revision due to pain. It was reported that there is a question of a potential cement allergy which the patient was retested for and did not have. The notes indicate that the patient did have mid flexion instability, pcl insufficiency and that when in full extension the patient "opened medially and laterally relative a little bit more medial and lateral than expected." It was noted that the femoral implant was well fixed. After the surgeon was unable to remove the tibial component using osteotomes, as well as a small and a reciprocating saw, and a few gentle taps on the tibial plate that the surgeon noticed a small displaced fracture of the medial tibial plateau secondary to the engagement from the trabecular metal around the pegs. A product history search identified no other complaints for the related part and lot combinations. The package insert states "dislocation or joint instability" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised. During the procedure, the tibial bone fractured in four places requiring pins.

Manufacturer narrative:
This report will be amended when our investigation is complete.